Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) reviewed proper setup procedures. During troubleshooting, the tsr had the home patient (hp) close all clamps, and cycle the power off and on. The hc alarmed with a system error 2367; ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.